Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k021819.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging high readings on their one touch ultrasmart meter. The patient mentioned that on the evening of (B)(6) 2011 around 10:00pm he obtained a result of 480 mg/dl on the one touch ultrasmart meter and less than 30 minutes tested on a one touch easy meter and obtained a result of 80 mg/dl. He took 13 units of novorapid insulin based on his meal and the result he obtained on the ultrasmart meter. He did not exhibit any symptoms based on the meter reading. The following morning he developed symptoms of feeling tired, weak and sweaty. He then tested and obtained a result of 50 mg/dl. It was noted that the test strips the patient had been using was expired ((B)(6) 2010). Using expired test strips may lead to false blood glucose readings. Products were replaced and requested back for investigation. The complaint is being reported since the patient had taken insulin based on an alleged high reading he obtained on the ultrasmart meter and later developed symptoms suggestive of a serious injury.